Event description:
The following has been reported: "the error 30-0010 was displayed during syringe installation." Error 30 is defined in the technical manual as a timekeeper issue. Reporting due to the referenced issue; no serious injuries were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no issue has been found. Device history log was reviewed, and event is confirmed. Multiple error 30 are present in the log file. The subject device (model agilia sp tiva ro, serial number (B)(6)) was not sent back to our laboratory for analysis. The fault investigation from fresenius kabi romania indicate that they received the device, the reported error was observed and confirmed. Then, the power source has been tested, nothing wrong was observed. The cpu board has been submitted to a visual inspection, no visible defect was observed. Cpu board has been replaced according to the maintenance manual. Fresenius kabi romania conclude to a defective cpu board without test to confirm it. No root cause is mentioned. An internal CAPA has been opened in order to investigate this issue. To our knowledge this complaint is not being related to patient safety. However, the complaint has been registered for statistical monitoring. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.